Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause for the helix extension issues, and an x-ray was performed with no anomalies. It remains unknown what contributed to the helix extension issues during lead placement, however it likely contributed to the observations of high impedances.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant, the helix would not extend after 30 turns. When tested on the pacing system analyzer (psa) the lead had high out of range pacing impedance values of 3000 ohms. The lead was explanted, and a new lead was implanted successfully. It was reported that there were no additional adverse patient effects.